Event description:
Transmitter was returned and upon investigation failed leak testing. The bulit-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Tx visual inspection confirmed broken or cracked/fractured housing, near battery compartment and broken alignment pin. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. Returned transmitter (B) (4) failed the leak test. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 04/14/09.